Event description:
A prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, toward the end of the procedure, the prostatic balloon would not maintain water pressure. The prolieve catheter was tested for a leak and no leak was detected. The pump was stopped and all the water pressure was lost. The catheter was tested outside the patient and had the same results. No patient complications were reported as a result of this event. The patient's condition was reported as "fine."

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not currently available and we are not able to determine the relationship between this device and the cause for this event. A product evaluation is pending; results will be provided in a follow-up medwatch report.